Event description:
The device was used during a low anterior bowel resection. It was reported that the physician assistant was using the stapler and could not close the device at all. She was unable to move the handles at all. The device was discarded and another device was opened and the procedure was completed after a one hour delay. There was no consequence to the pt.